Manufacturer narrative:
The insulin pump was received stuck the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to erased history file. The insulin pump passed operating currents measurement, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump was monitored for several days and no blank display anomaly, vibration anomaly or unexpected off no power alarm noted. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history including motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.